Manufacturer narrative:
One ensite¿ precision¿ link sensor enabled was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all labeling is legible and correctly oriented. Inspection of the input and output connectors revealed physical damage at the field frame cable connection and the scu pca (printed circuit assembly) has been bent. The rear 24 vdc (volts of direct current) connector has been discolored due to a thermal event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage to an internal printed circuit board and subsequent electrical short circuit.

Event description:
During troubleshooting outside of a procedure, when the field frame cable was connected to the precision link and field frame, the precision link started to smoke and emit a burning odor. The cable was immediately disconnected. There was no patient involved and the user was not harmed.